Event description:
Caller reported a cartridge alarm 20, and although there was a recurring issue with cartridge alarms, it did not cause the customer's blood glucose level to exceed 500 mg/dl. Cartridge alarms had been confirmed on three consecutive days, and as a corrective action, the pump was scheduled for replacement by the service team. The caller had no backup therapy available and was advised to contact their healthcare provider. Instructions were given to the caller on using storage mode and handling the replacement pump.